Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone#: (B)(6). (B)(4). No samples or photos were returned for analysis. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on an evaluation of severity and occurrence it was determined that no corrective action is required at this time.

Event description:
It was reported that pen ndl 32g 4mm 100ct intl roche was obstructed and unable to deliver medication. The following information was provided by the initial reporter: chemist learned from a customer that out of a box of 12 accu-fine needles, just 1 was obstructed. Chemist compensated patient in question. Agent promised to compensate chemist too. For the complaint from (B)(6) no samples will be sent for investigation, because the complaint is handled as locally solved and no samples are requested for investigation.